Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/13/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot pcq143, and no non-conformities were identified. Additional h3 investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an empty opened overwrap, two detached needle and a suture piece of product code eh7793, lot pcq143. During visual inspection of the sample, marks that appears to be by use of surgical instrument on the edge of the needles and suture remnant inside hole were noted. The suture piece was examined body fluids were found and the ends of the suture were cut. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.